Event description:
It was reported that the unit does not function. The unit was received by the technical services department with no details of faults or events. Upon inspection, the unit does not come off standby when activated. It was further reported that the unit does not come off standby when a lightcable is attached to it. There were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.